Event description:
Procedure: unk. Patient sex: unk. Reportedly, when the device was applied, the staples did not close properly. As a result, there was an open intestine so the surgeon used another device and the procedure was completed without further complications. No further details are available from the account and there were injury or ill-effects to the patient reported.